Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. No issues were found during rite testing that could be related to the reported event. The reported condition was not verified. The device is to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an event of "overfill and distension" coincident with automated peritoneal dialysis (apd) therapy. The issue occurred during an unknown step in apd therapy on the homechoice device. There were no volumes reported in order to determine if an increased intra-peritoneal volume (iipv) event occurred. On the same day, as a precautionary measure the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.